Manufacturer narrative:
(B)(4). The clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral valve stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with an mr grade of 4. One clip (70808u240) was implanted reducing the mr to 1+. The mean pressure gradient immediately after the procedure was 5mmhg. On an unspecified date, two weeks after the mitraclip procedure; the patient returned with mitral valve stenosis, dyspnea and decompensation for which the patient was hospitalized. The mean pressure gradient was 10mmhg and the mr was 1+. It is the physicians opinion that the mitraclip/mc procedure caused or contributed to the mitral valve stenosis, dyspnea and decompensation. On (B)(6) 2018, mitral valve replacement was performed, during which it was confirmed that the clip remained secure on the leaflets and there was no damage to the mitral valve. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the patient had challenging anatomy/pathology (thickened leaflets) which most likely contributed to the mitral regurgitation. The reported mitral stenosis appears to be a result of procedural conditions and due to the implanted clips. The reported dyspnea and decompensation were likely symptoms/secondary effects of the mitral stenosis and for which the patient was hospitalized. The reported heart failure was likely a result of the combination of the reported patient effects. The reported patient effects of dyspnea, mitral stenosis, worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.